Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. No trends were noted for complaints and there were no capas or ncs that were confirmed to be associated. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the device was removed and replaced due to extrusion.